Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose levels. Blood glucose level at the time of incident was unknown. Customer reported diabetic seizure and treated with glucagon shot and food intake. Customer had been using insulin pump within 48 hours of reported event. It was unknown whether customer was using the auto mode feature. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.